Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values and under delivery of insulin from the pump. Her numbers had been really high 563mg/dl. Customer changed infusion last night and blood glucose value was above 300mg/dl. Customer¿s blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 398 mg/dl. Customer treated for high blood glucose levels with manual injection. Customer also reported champagne sized air bubbles. Insulin pump will not be returned for analysis.